Manufacturer narrative:
(B)(4). Retainer ring = black. Customer returned pump for alleged cosmetic damage located at the battery tube threads found on (B)(6) 2021. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, keypad overlay texture damage, missing display window/cover, scratched case, cracked case (battery tube), broken battery tube threads, detached retainer, broken reservoir tube lip. Cosmetic damage was confirmed at broken battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the ring had cosmetic damage. No harm requiring medical intervention was reported. The customer will continue to use the device.